Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient also underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent a lap surgical hemostasis (x2) on (B)(6) 2005, due to postoperative bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to cystocele and urinary incontinence. On (B)(6) 2005, mesh was implanted with concurrent cystotomy and cystoscopy. On (B)(6) 2005, mesh was implanted with concurrent vaginal extraperitoneal colpopexy and cystoscopy.

Manufacturer narrative:
(B)(4)